Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, and flipping. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient's relative reported ¿implant has displaced and ruptured in the front¿ and ¿fissure on the external part and it¿s totally displaced from the breast¿. MRI showed ¿left expander flipped, there is a fold and a fissure on the external part¿ and ¿it¿s totally displaced from the breast¿. The device remains implanted.